Event description:
It was reported that a spectrum pump failed to deliver the programmed amount (medication, programmed amount and delivery rate unk). The customer stated that the device under delivered by 7%. During baxter's eval the device under delivered by approx 12%. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported flow rate error, which was reproduced as an under infusion. The pump was found to be delivering with an inaccuracy of up to 12%. The device investigation found that the downstream finger pressure plate was getting stuck under the hook side pressure plate holder, which caused the pump to under infuse. Investigation also found that grease was not applied to the cams, valves, or fingers which caused significant wear on all cams, fingers and valves. This would cause the pump to under infuse. The door and all the door components were replaced.